Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "dead battery." This condition had the potential to interrupt delivery. This condition was found in the biomed service department upon power up. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The condition for a colleague infusion pump with a dead battery was not confirmed and not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review revealed that this device was previously serviced for the reported condition. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. Baxter will continue to monitor similar reports to determine if further actions are required.